Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient and therefore, device evaluation could not be performed. Computed tomography imaging and medical records were provided for clinical assessment. It appeared that the suprarenal aortic extension had migrated approximately 2cm distally, creating a kink in the mid portion of the endograft. The cause of the migration is likely attributed to the angle of the aorta and its change in morphology. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. (B)(4).

Event description:
It was reported that approximately 14 months post implant of a bifurcated device, a proximal suprarenal aortic extension and a limb extension, a computed tomography scan identified overlap between the bifurcated device and the proximal suprarenal aortic extension had reduced to approximately 20mm. Reportedly, a kink at the distal end of the suprarenal aortic extension was also observed. The patient was treated with a proximal infrarenal aortic extension between the bifurcated device and suprarenal aortic extension to correct the overlap and kink between the devices. The patient tolerated the procedure well.